Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic assisted repair on an incisional hernia and mesh was implanted on an undisclosed date. On (B)(6)2015, the patient underwent an invasive surgical procedure to remove the mesh which had become infected creating a pocket of fluid and pus anterior to the mesh. Since then the patient has been treated for additional pain, hernia recurrence and additional adhesion and scarification which will require additional surgery to repair. No additional information was provided.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
It was reported that the patient underwent a hernia repair on (B)(6)2015 and physiomesh was implanted.